Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a discrepant architect tsh result on a patient. The following results were provided: (B)(6) 2025, sid (B)(6), serum = 2.9497 / 2.8832 / 3.2478 uiu/ml, plasma = 8.3296 uiu/ml; previous result from (B)(6) 2025 = 10.61 uiu/ml. Reference range: 0.3-4.2 uiu/ml. The patient had their thyroid medication temporarily delayed due to the low falsely low tsh result. No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, retained product analysis, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect tsh assay did not identify any trends. Additionally, an increase in complaint activity was not identified for reagent lot 73446ud00. A device history record review was performed on lot 73446ud00 which did not show any non-conformances, deviations, or potential non-conformances related to the issue under review. Retained product testing met all acceptance criteria indicating the product is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 73446ud00 was identified.

Event description:
The customer reported a discrepant architect tsh result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) serum = 2.9497 / 2.8832 / 3.2478 uiu/ml, plasma = 8.3296 uiu/ml; previous result from (B)(6) 2025 = 10.61 uiu/ml reference range: 0.3-4.2 uiu/ml. The patient had their thyroid medication temporarily delayed due to the low falsely low tsh result. No further impact to patient management was reported.